Event description:
Customer reported that the pump battery would not charge, despite not receiving a power source alert. There was no adverse impact on the customer's blood glucose level. Customer tried plugging the pump into different wall outlets and using different adapters and cables, but the issue persisted. Technical support decided to replace the pump, which was still under warranty, and the patient used an insulin pen as a backup.